Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis and a conformable gore tag thoracic endoprosthesis. When the physician was ballooning the proximal portion of the tag device, the gore tri lobe balloon catheter was over inflated and ruptured the pt's aorta. An angiogram confirmed an extravasation. The physician then chose to implant another conformable gore tag thoracic endoprosthesis and two gore excluder aaa endoprosthesis aortic extender components to treat the extravasation. The left renal was intentionally covered and the right renal artery was intentionally partially covered to treat the extravasation. A snorkel technique was performed on the right renal artery with a bare metal stent to ensure blood flow. The left renal artery remains covered. The pt was given approx 2 units of blood. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore tri lobe balloon catheter instructions for use warning: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or pt death.